Event description:
Penis ischemia [ischaemia] . Case description: initial information received on (B)(6) 2016 was combined with additional information received on (B)(6) 2016 this spontaneous medical device report was received from a physician and concerned a (B)(6) male patient. No medical history and no concomitant medication were reported. On (B)(6) 2015, the patient was treated with bead block 310-330 (bead size 100-300microm and 300-500microm, batch number and expiration date not reported) for an unknown indication. Prostate volume was reduced from 38 g to 30 g, ipss (questionnaire for symptoms) from 20 (very severe) to 6 (mild), and quality of life (qol) from 5 to 2. On an unspecified date, two weeks later, after ape by bead block 310-330, the patient suffered from penis (gland) ischemia, which increased for 1 month. The patient was treated with aspirin 10 mg/day and plavix (clopidogrel) 75 mg/day. The ischemia lasted for 4 months. The ischemia in the gland reduced with the treatment and as of today is almost normal. The reporting physician did not assess the event seriousness although the patient was maybe not hospitalized (to be confirmed) or at risk of death (effect unknown). The company considers the event penis ischemia as serious (medically significant) follow up information is expected. Case comment: the event ischemia is listed as per current instruction for use for bead block. The reporting physician did not provide any causal relationship between the event and bead block treatment. The physician used 100-300 microm beads instead of the usual 300-500 microm that could have caused the event. Despite the limited information for the case, given the close temporal relationship and plausible mode of action, the company considers the ischemia experienced by the patient as possibly related to bead block treatment since its role cannot be ruled out. This single case report does not modify the risk benefit balance of bead block. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Event description:
Penis ischemia [ischaemia]. Case description: initial information received on 17-mar-2016 was combined with additional information received on 18-mar-2016 this spontaneous medical device report was received from a physician and concerned a (B)(6)-year-old male patient. No medical history and no concomitant medication were reported. On (B)(6) 2015, the patient was treated with bead block (B)(4) (bead size 100-300microm and 300-500microm, batch number and expiration date not reported) for an unknown indication. Prostate volume was reduced from 38 g to 30 g, ipss (questionnaire for symptoms) from 20 (very severe) to 6 (mild), and quality of life (qol) from 5 to 2. On an unspecified date, two weeks later, after ape by bead block (B)(4), the patient suffered from penis (gland) ischemia, which increased for 1 month. The patient was treated with aspirine 10 mg/day and plavix (clopidogrel) 75 mg/day. The ischemia lasted for 4 months. The ischemia in the gland reduced with the treatment and as of today is almost normal. The reporting physician did not assess the event seriousness although the patient was maybe not hospitalized (to be confirmed) or at risk of death (effect unknown). The company considers the event penis ischemia as serious (medically significant) follow up information is expected. Follow-up information has been sought. As of 20-apr-2016 no additional information has been received. The final/follow-up report will be sent within 30 calendar days on 25-may-2016. Case comment: the event ischemia is listed as per current instruction for use for bead block. The reporting physician did not provide any causal relationship between the event and bead block treatment. The physician used (B)(4) microm beads instead of the usual (B)(4) microm that could have caused the event. Despite the limited information for the case, given the close temporal relationship and plausible mode of action, the company considers the ischemia experienced by the patient as possibly related to bead block treatment since its role cannot be ruled out. This single case report does not modify the risk benefit balance of bead block. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Event description:
Penis ischemia [ischaemia], off label use [off label use of device]. Case description: initial information received on 17-mar-2016 was combined with additional information received on 18-mar-2016 this spontaneous medical device report was received from a physician and concerned a (B)(6) male patient. No medical history and no concomitant medication were reported. On (B)(6) 2015, the patient was treated with bead block 310-330 (bead size 100-300microm and 300-500microm, batch number and expiration date not reported) for an unknown indication. Prostate volume was reduced from 38 g to 30 g, ipss (questionnaire for symptoms) from 20 (very severe) to 6 (mild), and quality of life (qol) from 5 to 2. On an unspecified date, two weeks later, after ape by bead block 310-330, the patient suffered from penis (gland) ischemia, which increased for 1 month. The patient was treated with aspirine 10 mg/day and plavix (clopidogrel) 75 mg/day. The ischemia lasted for 4 months. The ischemia in the gland reduced with the treatment and as of today is almost normal. The reporting physician did not assess the event seriousness although the patient was maybe not hospitalized (to be confirmed) or at risk of death (effect unknown). The company considers the event penis ischemia as serious (medically significant) follow up information received on 02-may-2016: the patient received bead block (100-300 and 300-500microm) for the treatment of benign prostatic hyperplasia (bph). Penis ischemia onset date was (B)(6) 2015, and it occurred 2 weeks after the prostate artery embolization with bead block. The patient after the event was started on clopidogrel and aspirin (acetylsalicylic acid, 100mg/day). The patient recovered completely from the penis ischemia and presented an improvement of the bph symptoms without any medications. Additional laboratory data were provided and added in the dedicated section. Final assessment on 02-may-2016: no device failure has been identified as a result of this adverse event. It has been assessed that no corrective action is necessary at this time and the report is considered final. Case comment: this case documents an off-label use of bead block since the arterial embolization was performed for the treatment of benign prostatic hyperplasia, whereas bead block is indicated only for the treatment of hypervascular tumors and arteriovenous malformations. The event ischemia is listed as per current instruction for use for bead block. The reporting physician did not provide any causal relationship between the event and bead block treatment. The physician used 100-300 microm in addition to 300-500 microm that could have caused the event. The reporting physician confirmed that the event occurred two weeks after the bead block treatment, given the close temporal relationship and plausible mode of action, the company considers the ischemia experienced by the patient as possibly related to bead block treatment since its role cannot be ruled out. This single case report does not modify the risk benefit balance of bead block. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.